Event description:
During a laparoscopic cholecystectomy, the introduction of the first disposable trocar with safety shield caused serious damage to the aorta and to the inferior vena cava at the bifurcation. Subsequently, two days after, the woman died.